Event description:
It was reported that a large volume intermate had white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of teicoplanin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014 to november 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 2.18 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.